Event description:
A customer reported experiencing aspiration failure during a cataract procedure. The case was completed by exchanging the irrigation/aspiration tip. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened polymer I/a tip with wrench in a blister labeled lot # 990052m was received for the report of an aspiration failure. The final customer lot was identified as sterile lot 990052m. For this final lot, two component lots, manufactured in nov-2014, were used to make up the lot. A device history record review was conducted. No anomaly was found during the device history record review. The product was released based on company acceptance criteria. No additional investigation is required based on device history review. A complaint history review indicates no additional complaints were associated with the reviewed lot. The returned polymer I/a sample was inspected per facility procedure and was determined to be visually conforming. A functional water flow test was performed and this too was determined to be conforming. The root cause for this complaint is unknown because the returned sample was conforming to specification. (B)(4).